Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read"high" on cgm. Elevated blood glucose was addressed with manual dose injection. The customer declined troubleshooting, multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.